Event description:
It was reported that during xia3 surgery, the surgeon inserted a screw into the l5/s1 region. The surgeon then performed the final tightening of the blocker to the left of l5 with a torque wrench; however, during this process, the blocker broke . Therefore, the surgeon removed the blocker. The surgeon used a new blocker and successfully completed the surgical procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be a xia 3 titanium blocker, cat # 48230000, lot # kff. No related CAPA's or nc's were identified for this issue and no related nonconformities were identified during manufacturing. The returned blocker was examined and confirmed to be cracked. Furthermore the threads of the blocker were misaligned with the tulip threads. The blocker is identifiably bent, which likely caused the eventual crack. The inner hex of the blocker has been stripped, revealing that a great deal of torque was applied to the inner hex during tightening. However, the blocker does not appear to be over tightened as the screw head below the blocker is visible and the top of the blocker is not flush with the tulip head (2 identifiable characteristics of over tightening). Furthermore, per the correspondence, the surgeon was tightening with a torque of 12 nm using the torque wrench and anti-torque key. This supports the determination that the blocker was cross threaded, which prevented the blocker from freely rotating within the tulip head properly during final tightening, which caused the applied torque to transfer directly to the inner hex. Conclusion: the analysis above has shown that the most likely cause of the reported even is cross threading of the blocker within the tulip. The misalignment likely occurred during placement of the blocker as an anti-torque key was used during final tightening to ensure alignment of the torque wrench and the blocker.

Event description:
It was reported that during xia3 surgery, the surgeon inserted a screw into the l5/s1 region. The surgeon then performed the final tightening of the blocker to the left of l5 with a torque wrench; however during this process the blocker broke. Therefore the surgeon removed the blocker. The surgeon used a new blocker and successfully completed the surgical procedure.